Manufacturer narrative:
(B)(4). This MDR is being submitted as part of baxter renal's retrospective review & remediation project. "This report is being filed late to fulfill baxter?s commitment to perform a two year retrospective review of renal complaints in response to FDA-warning" letter chi-07-10. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This complaint for a connection issue was not confirmed. A sample evaluation was not performed due to unavailable sample. A batch review was performed and there is no information contained to suggest that this problem is prevalent in the batch. A root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A administrator reported to baxter (B)(4) that a nurse had noticed there was air in ain in the system and checked the connection of a bag of accusol and stated that the connector had come apart from the bag. There was no patient involved. There was no injury or medical intervention reported.